Event description:
The physician was attempting to implant a 2.25 resolute integrity drug eluting stent in the mid lad which was reported to be a 3.0 vessel with severe calcification. The lesion was not pre-dilated .it is reported that the resolute stent was under deployed and did not adhere to the vessel wall due to the larger size vessel. The stent migrated down the vessel, however was removed successfully with a snare. A new resolute was used. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions - lesion not pre-dilated. Inherent risk of procedure - stent migration. Patient's condition affected effectiveness of device - severe calcification, larger sized vessel to the stent. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure - stent migration. Device failure/lack of effectiveness related to patient condition-severe calcification, larger sized vessel to the stent 67 unable to confirm complaint - device or procedural images not provided for review.